Event description:
It was reported that a fluoroscopy revealed externalized conductors on the left ventricular lead. No intervention was required and the lead remained implanted. The patient was in good condition.

Manufacturer narrative:
(B)(4).